Event description:
Customer reported system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
Upon clinical reevaluation, this event was determined to be not reportable. This MDR is related to ge healthcare complaint number.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.